Manufacturer narrative:
The product testing is in progress. The instructions for use that accompanies the device caution to handle the neuropen endoscope with extreme care. Bending or squeezing the reinforced fiber optics shaft could result in fractures of the fiber optic bundle. Damage to the fiber optic bundle will result in decreased illumination in the field of visualization, or loss of image or distortion of the image. A review of the manufacturing records showed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the glass was found to be broken intraoperatively. According to the report, the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The endoscope was returned intact. The image generated by the returned endoscope was distorted and blurry due to the image fiber within the endoscope lumen being broken. The fiber optic shaft was also found to be bent. The instructions for use that accompanies the device warns to handle the neuropen endoscope with extreme care. Bending or squeezing the reinforced fiber optics shaft could result in fractures of the fiber optic bundle. Damage to the fiber optic bundle will result in decreased illumination in the field of visualization, or loss of image or distortion of the image. A review of the manufacturing records showed no anomalies. All endoscopes are 100% inspected at the time of manufacture and inspection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.